Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient received an inappropriate shock due to rate. Boston scientific technical services (ts) reviewed the episode and found that the patient's rate went from 90 to 100 bpm with normal qrs then to a small wide complex that was regular but at 130 to 140 bpm. Ts noted that the rate could be a conducted flutter with an altered pathway causing a wide looking signal. It was noted that the patient had been sleeping and did not know they were shocked. Defibrillation threshold (dft) testing had been successful at implant in the secondary vector. The patient was brought in for additional dft testing which was successful in the alternate sensing vector. Subsequently the subcutaneous implantable cardioverter defibrillator (s-ICD) was reprogrammed to alternate vector. The s-ICD and electrode remain in service and no additional adverse patient effects were reported.